Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching 370 mg/dl after having their usual breakfast. The patient stated they felt normal but were unsure why their glucose was high. The patient mentioned that they had taken a bath and had been disconnected from the device for a period of time, which was identified as the likely cause of the elevated glucose due to the lack of insulin delivery during disconnection. During the call, the patient¿s glucose began decreasing from 370 mg/dl to 271 mg/dl. The elevated glucose levels lasted for approximately one hour. The patient did not use backup therapy, did not perform ketone testing, and did not require medical intervention or assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.